Event description:
On 9/20/96 it was reported to co that a malfunction occurred to a co's device. During a cardiac procedure the system main circuit breaker tripped. Breaker was reset, system recycled, and procedure continued for a brief time when the breaker tripped again. The hosp removed the system and brought in backup equipment to finish procedure. Field service engineer was unable to duplicate the malfunction. Fse diagnosed that the main circuit breaker, surge suppresser pcb, and power control pcb needed to be removed and replaced. Fse tested/inspected and returned system to current specifications. Hosp reported no adverse event, death, or serious injury to pt involved. On 9/25/96 it was reported to co that the pt involved in the procedure above had died. Co dispatched fse to check system performance. Fse tested/inspected and found system to be operating to current specifications. Co contacted hosp risk mgmt, which reported pt died on 9/21/96. Co opened a formal failure investigation under corrective action program.